Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with loose epithelium and fl (fluorescein) staining inferior flap margin in both eyes post-treatment. The patient's chief complaint was of dry eye. Patient was treated with a bandage contact lens (bcl) in both eyes to help with the loose epithelium and patient comfort as patient had commented their left eye hurts and both eyes felt like something was inside them. The patient returned to the clinic on (B)(6) 2019 and the clinic removed the bcl on both eyes. The epi was much improved, and she was told to continue at's (artificial tears) and her normal post-op drop regimen. Patient did not experience loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019: right eye pre-op: 20/15, 1.25 x -.25 x 61, left eye pre-op: 20/15, 1.25 x -1.00 x 124. Post-op measurements: ucva: (B)(6) 2019 ¿ od: 20/15, os: 20/15.